Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user performs the following skincare regimen to cleanse peristomal skin: (B)(4) adhesive remover; (B)(4) soap; applies (B)(4) powder or (B)(4) powder followed by (B)(4) protective barrier wipes or (B)(4) cavilon no sting protective barrier spray and applies (B)(4) cohesive seals. End-user was advised to notify convatec for add'l instructions if condition persists. Lastly, it is reported that the date event occurred is an estimate. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 17, 2016 (B)(4)

Event description:
It is reported that end-user's skin presented with redness from 5:00 - 7:00 o'clock position which extends outward 7mm, initially as far as 25mm when the redness first developed. It is reported that the reddened area continues to improve and decrease in size. The end-user was prescribed nystop powder and is being followed by a wound care nurse.